Event description:
You told by my nursing staff that the IV pump was sucking instead of pushing which caused an air issue so we cannot use it until it is repaired. On (B)(6) 2025, follow up was received from the end user. Refer to the file section for details.

Event description:
Intuvie received a report indicating that the infusion pump was ¿sucking instead of pushing,¿ which resulted in an air issue. The device could not be used further until repaired. The medication being infused was venofer, with a total volume of 110 ml, and 100 ml programmed to be infused. The device did not generate any alarms during the event. No kinks or obstructions were observed in the tubing. The infusion was completed, and only air was remaining in the IV bag at the end of infusion. The pump was manually stopped before air reached the patient. No patient harm was reported, and no medical intervention was required.

Manufacturer narrative:
Intuvie received a report indicating that the infusion pump was ¿sucking instead of pushing,¿ which resulted in an air issue. The device could not be used further until it was repaired. A review of the device¿s serial number history revealed no similar complaints. The device was evaluated, and no product was detected. The failure mode was not confirmed. The probable cause remains undetermined. The investigation is ongoing.